Event description:
It was reported, the patient stopped feeling stimulation about 1-2 months ago. It was noted, the patient did not have any falls or trauma. The reporter states that on one lead ¿everything is > 10,000 ohms¿ and on the other peripheral lead one contact is less than 50 and a ¿few are > 10,000.¿ it was noted that x-rays had been taken and the lead had not moved. The reporter stated they wanted to know if the problem was in the implantable neurostimulator. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v354745, implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v423797, implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37082-40, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).